Event description:
A consumer reports blurry vision at all distances following bilateral intraocular lens (iol) implant surgery. A yag laser procedure was performed without improvement. Left eye: MDR#1119421-2007-00376; right eye: MDR#1119421-2007-00377.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot. Additional information was requested on 08/17/2007, 08/20/2007 and 08/27/2007 by phone, mail and fax. Additional information was received 08/17/2007, 08/27/2007 and 08/30/2007 by phone and mail.